Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. X-ray inspection showed no conductor fractures. However, x-ray showed the inner coil was deformed and stretched-out near the tip end. This damage may be due to handling, possibly during explant. The helix itself was also stretched out. Visual inspection also noted the lead body was twisted and the outer coil was deformed in several locations. This is damage that might indicate twiddler's syndrome or handling during explant. Laboratory testing was unable to reproduce the reported high impedance and under-sensing.

Event description:
It was reported that there was total atrial undersensing and small increases in pace impedance measurements were observed. Impedance measurements were within normal limits. Troubleshooting was suggested. Additional information indicated that this right atrial (ra) lead was removed and returned for a device evaluation. No additional adverse patient effects were reported.